Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device was difficult to toggle and load. It was also stated that the needle from the reload also fell into the cavity of the patient. There was no reported patient outcome.